Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic appendectomy, the stapler was able to fire, the stapler did not form the b shape. The colon leaked with a hole. The staple line was incomplete proximally. The surgeon used the suture to solve the problem.